Event description:
Meter name: one touch basic enhanced. Strip name: lifescan ot strips. Meter code:unknown strip code: unknown. Strip storage: unknown. Symptoms: headache, fatigue, breathing. A pt reportedly was taken to doctor's office. Meter allegedly was inaccurately low. The results on their meter were 45 mg/dl, 31 mg/dl. The result on the doctor's meter was 323 mg/dl. The time difference between pt's meter and doctor's meter was unknown. Customer was treated with insulin injection at the doctor's office. No further info has been reported.